Event description:
In 2009, the pt reported that the infusion tubing has become disconnected at the luer connection. She stated that she notices the infusion tubing "hanging down" and she reattached the infusion tubing, primed, and reconnected to the infusion site. This last occurred "within the last month". She stated that she makes sure the luer connection is not too tight or too loose. She changes the infusion tubing every 4 days. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.